Event description:
Information was received from a healthcare professional via manufacturer representative regarding a device used for spinal therapy. It was reported that the crosslink was damaged. No further complications were reported regarding the event. Update: pre-op diagnosis: l5 spndy w/ stenosis procedure involved: l4-s1 tlif w/ lami <(>&<)> psf w/ l5 spondy levels implanted: l4-s1 set screw was broken on lt lateral side of x10 crosslink but still securely attached to rod. The product was implanted and securely attached to rod and doctor chose not to remove. There were no patient symptoms reported. The product stayed in the patient and attached to the rods but the piece that broke off was removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.